Event description:
As reported, during laparoscopic procedure, the optifix straight fixation device was used to fixate the 3dmax light mesh. It was reported that the first fastener of the device came loose which was not remove from patient and the device got jammed while triggering for the second attempt. It was reported that the surgeon was able to fire the device, but the fasteners would not deploy, just guidewire came out. It was reported that the procedure was completed with sorbafix fixation device and there was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device failed to fixate the mesh and device jammed. Based on the information provided, no conclusions can be made. It is reported that the subject device is available for evaluation but not yet returned. When sample is returned and evaluated, a supplemental MDR shall be submitted. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.